Manufacturer narrative:
Qc results were within customer's specifications before and after the event. System check performed on 01/01/2007 passed. The specimens were collected in serum tubes. No flags were associated with the accu tni results in question. No other results or assays were in question at the time of this event. The customer received a drift correction factor (dcf) error message after the erroneous results were obtained in 2007, (dcf=an error message which indicates the luminometer did not read within the proper range) a field service engineer (fse) was dispatched to the customer's lab the next day, the fse performed diagnostic testing and results passed within specifications. The fse addressed wash wheel issue due to missing o-ring which fse believes may have caused splashing. The fse verified the instrument performance per established procedures. Although the fse addressed hardware issues that may have contributed to this event, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from two (2) different patient samples that were generated by the unicel dxl 800 access instrument. Patient a: the initial accu tni result was 1.10ng/ml. The result was reported out of the lab. On the same day, the customer re-centrifuged the original sample and then re-tested for accu tni. The repeated accu tni result was 0.07ng/ml. Patient b: the initial accu tni result was 0.88ng/ml. The original sample was re-tested for accu tni and a result of 0.11ng/ml was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.